Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while monitoring a (B)(6) year old female patient, the device issued a "shock advised" prompt for a heart rhythm they believed was non-shockable. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical u(B)(4) evaluated the device and the device performed to specification. Review of the device history logs indicated two analysis events have qrs rhythm that meets the criteria of a shockable rhythm as per the analysis algorithm incorporated in zoll defibrillators. Each analysis of the event indicates a low voltage wide complex rhythm signs of base line and high frequency artifact. The device advised shock on the basis of the qrs prevalent throughout each segment. Review of the provided data indicates the device worked as per the design and configuration. This claim has been closed as user device meets specification. The device was recertified and returned to the customer. No trend is associated with reports of this type.